Event description:
Reporter alleged discrepant results with the blood glucose monitoring device and a valid lab comparison. Reporter stated device result was 34 mg/dl and lab measured 53 mg/dl; however, no treatment was administered to the pt. Reporter indicated controls were run and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.